Event description:
It was reported that the endoplege coronary sinus catheter would not fit through the introducer. There was not patient injury. Lot number was reported as either 763125 or 751029.

Manufacturer narrative:
Two possible lots were reported therefore a device history record review was performed for both lots. Lot number, corresponding expiration date and manufacture date: lot 763125: 09/10/10, 06/10/11. Lot 751029: 06/09/10, 03/09/11. Customer called (B)(6) 2010 to report that the patient had infectious disease, (B)(6). Therefore product will not be returned for evaluation. Per procedure edwards does not evaluate product with infectious disease. A review of the device batch record was performed for raw materials, in-process, finished goods and sterilization for lot numbers 763125 and 751029 and there were no non-conformances or CAPA's opened in relation to the nature of the complaint. The devices met all raw materials, in-process, finished goods and sterilization specifications upon release of the product. An evaluation could not be performed on this product because the device was not returned for evaluation due to infectious disease therefore the reported defect could not be confirmed. A product risk assessment has been initiated to assess endoplege coronary sinus catheter resistance with the introducer. The reported event is applicable to this product risk assessment. A corrective action is open to address resistance between the endoplege coronary sinus catheter and introducer. The reported event is applicable to this open corrective action (CAPA) which will be tracked to closure. Trends will continue to be monitored on an ongoing basis per procedure.